Manufacturer narrative:
The device in question has been returned to boston scientific for technical analysis, however, the investigation is still pending. Therefore, boston scientific cannot conclusively determine the cause of the user's experience at this time. When the investigation had been completed, a supplemental report will follow.

Event description:
The physician reported during deployment of the sixteenth coil during an embolization of the occipital artery, the marker of the coil pusher was noted to be missing upon insertion. Other coils were used to complete the procedure. There was no allegation of harm.